Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with incorrect readings. The customer states their sensor was reading 180mg/dl, but their blood glucose level was 50mg/dl. The customer states their transmitter is very old. The customer states their sensor reading has also been 150mg/dl, while their blood glucose was reading 50mg/dl. The customer was assisted with contact proper party to inquire about transmitter replacement. No further assistance provided at this time.